Event description:
It was reported that occlusion alarms occurred. There was no adverse impact reported. Tandem technical support (cts) discovered that pump supplies were being used beyond labeling. Cts educated customer on cartridge/insulin labeling. Reportedly, the customer continues to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause : use error: per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.